Event description:
Zoll customer support was notified of a pt treatment via email. Zoll customer support contacted the pt for further info when the pt's spouse informed them that the pt had passed away. A review of the ECG recording revealed the pt's rhythm prior to the treatment was asystole followed by a short run of slow ventricular tachycardia. The single appropriate shock did not convert the slow ventricular tachycardia. The post shock rhythm was asystole.

Manufacturer narrative:
Per review of the treatment analysis, ECG recordings and pt flag files it has been determined that prior to death, the pt was treated by the device with a post shock rhythm of asystole. The pre-shock rhythm was slow ventricular tachycardia at 121 bpm, which transitioned to asystole and the rhythm at the time of the treatment was slow ventricular tachycardia at 90 bpm degrading to asystole. The treatment analysis concluded that a (B)(6) male pt received one appropriate shock, of 150 j, during one episode of ventricular tachycardia within a single 24-hour period. The arrhythmia remained in a slow ventricular tachycardia degrading to asystole. The response buttons were pressed briefly after the treatment was delivered. The pt was unconscious during the entire event. According to the call report, the pt was unable to be revived and passed away on (B)(6) 2013. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. Device MFR date: monitor sn (B)(4): 12/2010. Electrode belt sn (B)(4): 06/2011.